Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by nausea and vomiting. The patient was hospitalized for this event. The patient was treated with tobramycin (route, dosage and frequency not reported) for this event. The cause of the peritonitis was determined to be a breach in aseptic technique. At the time of this report, the patient had recovered from the peritonitis. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.